Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("excessive and abnormal bleeding during menstruation") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), weight decreased ("weight loss") and vulvovaginal pain ("sharp pain in lower vaginal area"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy) and surgery (plaintiff underwent a hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, mood altered, vaginal haemorrhage, urinary tract infection, dyspareunia, weight increased, weight decreased and vulvovaginal pain outcome was unknown. The reporter considered dyspareunia, menorrhagia, mood altered, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 136-145 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events: "mood changes, abnormal bleeding (vaginal), urinary tract infection, dyspareunia (painful sexual intercourse), weight gain, weight loss, pain, sharp pain in lower vaginal area, did you undergo an essure confirmation test? No", reporter added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included uterine fibroid, dysmenorrhoea and underweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and hormone level abnormal ("hormone imbalance"). In (B)(6) 2010, the patient experienced weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced mood altered ("mood changes"), urinary tract infection ("urinary tract infection"), vulvovaginal pain ("sharp pain in lower vaginal area"), uterine leiomyoma ("fibroids"), adhesion ("adhesion"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (da vinci laparoscopy, supracervical hysterectomy with bilateral salpingectomy) and surgery (plaintiff underwent a hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood altered, vaginal haemorrhage, urinary tract infection, dyspareunia, vulvovaginal pain, uterine leiomyoma, adhesion, vaginal infection and hormone level abnormal outcome was unknown and the menorrhagia, weight increased, abdominal pain and cystitis had resolved. The reporter considered abdominal pain, adhesion, cystitis, dyspareunia, hormone level abnormal, menorrhagia, mood altered, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Pathology report results included specimen: uterus, bilateral tubes. Final pathology diagnosis: uterus and bilateral fallopian tubes (supracervical hysterectomy and bilateral salpingectomy). Current weight was 136 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 31-may-2018: updated patient demographics. Concomitant disease and laboratory result were added. Added event fibroids, adhesions, abdominal pain, infection (vaginal/ bladder), hormone changes. Update event, onset date and outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff underwent a hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. This litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported menorrhagia ("excessive and abnormal bleeding during menstruation"). On (B)(6) 2015 plaintiff underwent a hysterectomy and bilateral salpingectomy. Changes in pattern or amount of bleeding in menstrual cycle has been observed. In this case no alternative explanation was given for the event. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff underwent a hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported menorrhagia ("excessive and abnormal bleeding during menstruation"). On (B)(6) 2015 plaintiff underwent a hysterectomy and bilateral salpingectomy. Changes in pattern or amount of bleeding in menstrual cycle has been observed. In this case no alternative explanation was given for the event. This case was classified as incident since surgical intervention was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.